Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "the surgeon placed irst clip on the duct. When he went to place a second clip, he noticed the clip had slipped back off the duct and clip appeared to be springing back open. He used a maryland to easily pull the clip right off the duct and noted that it was no secur enough to stop flow of blood or bile. The staff in and room and surgeon both stated that the clips did not appear to be the same gold color as the nor al clips that are released from our product. When they opened a second clip applier, the clips had the normal coloring and help fine. " patient status - "fine."

Manufacturer narrative:
On march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective action request has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received via email from applied team member on january 8, 2016: per the surgeon and staff, the clips in the failed device did not have the gold coloring that our clips normally have. The clips appeared to be a silver/grayish color. When they opened a new applier, the clips had the normal "tigold" coloring.